Event description:
Ous MDR. Boston scientific crm rec'd info that this atrial lead displayed loss of capture, due to dislodgement. A reposition procedure was performed, the lead was repositioned, and normal measurements were obtained. There were no adverse pt effects reported. The implant date was not available.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.